Event description:
We had the ends of several navarre locking pigtail drainage catheters break in january, 2014. We notified the manufacturer, who informed us we had a bad lot and we pulled the lot from use. The devices were returned to the manufacturer at that time.we now have a patient who has had 4 locking pigtails break during his hospital stay. One of the pigtails was found to be broken right after it was inserted and while he was still in the intervention radiology procedure room. The devices break where the pigtail attaches to the drainage bag. The drain must be removed and a new one inserted. Once the pigtail breaks in this manner, it cannot be connected to the drainage bag.